Manufacturer narrative:
During the revision procedure, terminal pin under insertion was confirmed. The device's header and lead's terminal pin were carefully checked and then properly connected. After connection, the lead was slightly pulled from the header in order to ensure the appropriate strength of the setscrew connection. Measurements of shock impedance were performed several times showing normal in-range measurements. The procedure was completed with success and no adverse patient effects reported.

Event description:
Boston scientific received information that during a routine in-clinic follow up, interrogation of this s-ICD system exhibited an open circuit indicator. Boston scientific's internal technical services reviewed system information stating this was likely due to terminal pin under insertion into the corresponding device header port. Root cause of lead under insertion was confirmed via x-ray image. A revision procedure has been scheduled.